Event description:
Reporter stated that an IV had been inserted in the pt's right hand. Upon disconnecting the IV a piece of the cannula dislodged in the pt's hand unbeknownst to the pt or the rn. It was not recognized until the next night when the pt returned to the ER. Ultimately the pt had to go to or for removal of the catheter. No further injury or treatment associated with the event.